Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
Device malfunction: thumb advancer would not advance. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that a trained physician attempted femoral arteriotomy closure using the starclose vascular closure system after an unknown procedure. The thumb advancer would not advance to the third click and the arrows could not be aligned. The safety release button was pressed and the device was removed. Closure was achieved with manual compression. No additional information is available.